Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced as it required more frequent charging and magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the center and will not be returned for analysis. Postoperatively, the patient was doing well and stimulation was covered. Electrocautery was used.

Manufacturer narrative:
Additional information to the initial MDR in b1, b5 and h6. B3: approximated based on the date the manufacturer became aware of the event.